Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure for a benign colonic obstruction performed on (B) (6) 2010. According to the complainant, stent was placed in left colon as a temporary measure before planned surgery within 48 hours to remove left side of colon. Patient was to be treated for electrolyte imbalance prior to surgery. The stent was placed without any complications. Later in the day, the patient's abdomen was noted to be distended. X-ray revealed free air and suspected perforation. Patient had surgery and perforation was noted in the transverse colon. The perforation was "nowhere near the stent". The physician assessed the cause of perforation as possibly related to insufflation, or was there before stent placement procedure and was unnoticed. The physician removed the patient¿s transverse colon and right side due to diverticulitis . After surgery, the patient became acidotic, and was transferred to the ICU. The patient died later that night. The physician assessed the cause of death as unknown, but not related to the stent.

Manufacturer narrative:
(B) (4) (surgery).the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
As the unit has not been returned, boston scientific corporation could not perform a technical analysis. A labeling review identified that the device was not used per the directions for use (dfu), which states "the device is indicated for the palliative treatment of colonic strictures produced by malignant neoplasms." The complaint states that the stent was placed to treat a sigmoid colon obstruction in a non cancerous patient, which is contrary to directions in the dfu. The most probable root cause is user/use error.a review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure for a benign colonic obstruction performed on (B) (6) 2010.according to the complainant, stent was placed in left colon as a temporary measure before planned surgery within 48 hours to remove left side of colon. Patient was to be treated for electrolyte imbalance prior to surgery. The stent was placed without any complications. Later in the day, the patient's abdomen was noted to be distended. X-ray revealed free air and suspected perforation. Patient had surgery and perforation was noted in the transverse colon. The perforation was "nowhere near the stent". The physician assessed the cause of perforation as possibly related to insufflation , or was there before stent placement procedure and was unnoticed .the physician removed the patient¿s transverse colon and right side due to diverticulitis . After surgery, the patient became acidotic, and was transferred to the ICU. The patient died later that night. The physician assessed the cause of death as unknown, but not related to the stent. Additional information was received for this complaint.the physician reported that shortly after stent placement, the patient exhibited symptoms of perforation. Upon examination, the abdomen was distended, with board-like rigidity. He assessed the perforation as due to air insufflation, and stated that the perforation was nowhere near the stent. The physician reported that it took 3 hours for an operating room to become available, and the patient had a ph of 7 at the time of surgery.